Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have plastic burn marks at base of the instrument tips. The last procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no reported injury. The reporter was unsure if the reported issue was also identified during the procedure, but central processing reported the thermal damage. No patient information demographic information is available at this time.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the fenestrated bipolar forceps instrument be returned for evaluation; however, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps (part #471205-17 / lot #k10220425 0278) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 on system (B)(4), with 5 lives remaining. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage, and this was discovered during central processing. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Si) has received the 8mm fenestrated bipolar forceps. Failure analysis found the primary finding of instrument bipolar yaw pulley/thermal damage to be related to the customer reported complaint. The fenestrated bipolar forceps was found to have charring and localized melting at the grip base on the outer edge of the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The fenestrated bipolar forceps passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts.

Event description:
Refer to h10/h11 for follow-up information.